Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of efficacy with the therapy. It was discovered through examination of the device hardware that there were high impedance measurements on the lead extensions. The patient underwent a revision procedure where the lead extensions were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of efficacy with the therapy. It was discovered through examination of the device hardware that there were high impedance measurements on the lead extensions. The patient underwent a revision procedure where the lead extensions were replaced. Additional information was received indicating that the patient was doing well postoperatively. The initial implant date and explant date of the lead extensions was also provided.

Manufacturer narrative:
D2b: pro code (product code): pjs, mhy; reported here as the pro code exceeded the character limit for designated field.

Manufacturer narrative:
Device technical analysis: visual and x-ray inspection of the returned lead extension nm-3138-55 serial number (B)(6) was performed and revealed that one of the cables was fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. The broken cable is still contained inside the connector. Visual and x-ray inspection of the return lead extension nm-3138-55 serial number (B)(6) was performed and revealed that all of the cables were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. The broken cables are still contained inside the connector. Labeling review: a labelling review was performed, and it did not reveal any anomalies as it states failure or malfunction of any of the device components, including but not limited to lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches may require explant or reimplantation and are known risks associated with the use of dbs therapy as documented in the instructions for use (IFU). Investigation conclusion: based on all available information, the reported event of high impedances was confirmed. X-ray inspection of the lead extensions revealed fractured cables after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead extension. The broken cables are still contained inside the connector. Therefore, the most probable cause of the event can be traced to component failure.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of efficacy with the therapy. It was discovered through examination of the device hardware that there were high impedance measurements on the lead extensions. The patient underwent a revision procedure where the lead extensions were replaced. Additional information was received indicating that the patient was doing well postoperatively. The initial implant date and explant date of the lead extensions was also provided.